Manufacturer narrative:
(B)(4). - g2: foreign - the event occurred in norway - g2: journal article - olsen, o., omrani, s., amundsen, a., haugstvedt, j. R., samuelsson, k., & östman, b. (2025). The rate of major complications following distal radial fractures treated with one specific volar locking plate: a retrospective study of 1,597 consecutive cases in 1,564 patients. The journal of hand surgery. Https://doi.org/10.1016/j.jhsa.2025.01.022. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. The reported event is unconfirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
A journal article was retrieved from american society for surgery of the hand that reported a retrospective cohort study. The purpose of the study was to find the incidence of complications leading to reoperation in a sample of distal radius fractures treated with one specific volar locking plate (vlp). The study reviewed 1,597 distal radius fractures in 1,564 patients operated with a vlp from january 2011 to december 2017. Fixation was accomplished using a modified henry¿s volar approach with a ¿distal fixation first¿ technique under fluoroscopy guidance. The zimmer biomet plate was implanted in all cases. Postop, patients were casted 2-6 weeks as needed based on injury. The study population had a mean age of 62 years at time of surgery (range 18-94 years) with 330 males and 1,267 females. Postoperative electronic medical records and radiology reports were reviewed for a minimum of 5 years after surgery. The study reported that 13 patients required implant extraction due to intra- or extra-articular screw length being too long; of which, 6 patients experienced screws penetrating the radiocarpal joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.